Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04064. It was reported during a charging session, the patient experienced overstimulation after removing the charger. It was reported they used the magnet to turn the stimulation off. The patient reported after this shocking she felt a tingle over her body and a funny feeling in her jaw. The husband reported a low battery flag. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.